Event description:
During a follow up call on an unrelated issue the patient reported being in the hospital for peritonitis. On (B)(6) 2012, product surveillance spoke with the patient's peritoneal dialysis nurse regarding the event of peritonitis. The nurse declined to provide any information regarding this event. On (B)(6) 2012, product surveillance contacted the patient to obtain additional information regarding this event. Additional information was obtained from the patient. The patient presented to the emergency room on (B)(6) 2012 with abdominal pain and was hospitalized and diagnosed in the same day for peritonitis. The patient was treated in the hospital with antibiotics, continued with peritoneal dialysis therapy, and was discharged on (B)(6) 2012. The patient reported not knowing the reason for the peritonitis. No further information was obtained.

Manufacturer narrative:
(B)(4). The root cause was not identified. A review of all batch record documents was performed on h11k01037 with no issues noted during the manufacturing process. This complaint for peritonitis-no malfunction or use error was not confirmed and the cause was not identified because a sample was not returned to baxter.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this peritonitis event. The sample is not available. Should additional information become available, a follow-up report will be submitted.